Manufacturer narrative:
H6. The previously reported conclusion code 11 no longer applies to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: asku, UDI#: asku. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative the patient experienced diminished treatment effect. The patient¿s system was scheduled to be removed as a result of the issue, with no device checks performed prior to the procedure and no recent stimulator data available. It was stated that during system removal, it was found the lead was physically disconnected. The patient¿s entire system was removed at the time of report. A puncture trial was performed on another pain site on (B)(6) 2019. It was unknown whether any external factors may have led or contributed to the issue. The issue was unresolved at the time of report. The chronic pain patient was alive with no injury at the time of report. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical product: product ID: 977a260, serial# unknown, explanted: (B)(6) 2019, product type: lead; product ID: 977a260, serial# unknown, product type: lead. Device evaluation: analysis of the implantable neurostimulator (ins) found the ins was functionally okay with insignificant anomalies. Analysis of the first lead found that all conductors were broken 6.6 cm from the lead¿s distal end. Additionally, it was found the outer insulation had an adhesive anomaly at the gap reflow joint where the joint appeared to have come apart. Analysis of the second lead found no significant anomalies; the lead body was cut through and segmented. (B)(4). If information is provided in the future, a supplemental report will be issued.